Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter was advanced over the asahi guidewire without issue. After the first pullback was performed, an attempt was made to retract the dragonfly however it was stuck on the guide wire. Both devices were removed together. Outside the anatomy it was noted the asahi guide wire was bent and stretched. The procedure was continued with a new dragonfly and guide wire. There was no damage noted to the dragonfly catheter before or after use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual analysis and additional testing were performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed due to the operational context of the reported issue. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the difficulty removing the catheter was due to operational context. The guidewire employed with the complaint device was reportedly noted to be damaged (bent and kinked) after removal from the patient; however, there were no other defects or anomalies to the returned catheter which can be attributed as the cause of the reported difficulty to remove. The stretched guidewire exit notch is an effect of the difficulty to remove and is therefore not able to be directly attributed as the cause for the reported difficulty to remove. It is likely that the patient anatomical condition or the use/handling techniques employed caused damage to the guidewire¿which caused the reported difficulty to remove the catheter from the guidewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.